Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the motorized movement was unavailable and identified a physical damage to the c-arm. Review of the system log files showed multiple collision errors. Fse found amc dual axis drive, tube cover and sensor issues. Fse replaced amc dual axis drive and advised customer to replace tube cover and sensor. After replacement of amc dual axis drive, tube cover and sensor, system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device movements were unavailable during a hybrid surgery. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that there was physical damage to the c-arm.